Event description:
Topera complaint (B)(4) was received for two mapping catheters used during the same procedure that exhibited similar issue with separation of one or two spline at the distal end of the catheter. The firmap 50mm mapping catheter initially used to map the patient's left atrium was observed to be "out of place" via navx during the procedure. The catheter was safely removed from the patient. Inspection of the catheter performed by the physician and topera representative confirmed one spline was separated at the distal end. A new firmap 50mm catheter was used to proceed with the procedure but was later observed to exhibit similar issue (out of place via navx). Visual inspection of the second catheter performed upon removal of the catheter from the patient conformed two splines were separated at the distal end. The two catheters involved in this case were safely removed from the patient. Mapping of the left atrium was completed successfully and no patient injury has been reported. A separate medwatch form FDA 3500a will be submitted to FDA for each mapping catheter reported via topera complaint (B)(4).